Event description:
This lead was implanted on (B)(6) 1989 and was capped on (B)(6) 2011 due to erosion. The physician was dr. (B)(6) at (B)(6) medical center in... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).